Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that pre-discharge the right ventricular (rv) lead showed loss of rv capture and undersensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.